Manufacturer narrative:
(B)(4). The insulin pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to missing retainer. No unexpected battery power loss noted during testing. The pump was received with severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, stained keypad overlay, missing serial number label, missing retainer and missing reservoir tube o-ring. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 19 mmol/l. Troubleshoot was performed for power error detected. The insulin pump will not be returned for analysis.